Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). Followup with the complainant has been conducted for the lot number, and the information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After use of corail rasp 12 customer inserted sz 12 stem. The used sz 12 stem sunk, so customer cemented a stem sz 14. Rasp sz 12 did not show any clearance, so surgeon has no idea how to explain the discrepancy.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 18 october 2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. There is no new information that would change the existing MDR decision.

Manufacturer narrative:
The complaint description states that after use of corail rasp 12 customer inserted sz 12 stem. The used sz 12 stem sunk, so customer cemented a stem sz 14. Rasp sz 12 did not show any clearance, so surgeon has no idea how to explain the discrepancy. The broach corail associated to the complaint was returned for analysis. The stem corail was not returned.a size comparison of the corail broach and the corail cemented stem for all sizes was performed. No design defect has been identified. The picture of the stem corail provided shows a hip broach and a label for a corail cement less femoral stem size 12 stem. No product code can be seen so it is not possible to discern which device is present in the provided picture. The broach in the image appears to show no fracture or major damage in the view provided. The x-rays provided were reviewed for fracture and disassociation as per wi-7915. No fracture or disassociation were observed. Medical notes were reviewed. The surgical report did not mention the event recorded in the complaint description. The surgeon noted poor bone quality. The root cause for this complaint remains undetermined. The DHR analysis performed for the stem corail did not reveal any anomalies that could be related to the issue reported on the complaint. A search into the complaints database was performed, no other similar complaint was reported for the affected product codes and lots combinations. Based on the information received and the investigation performed, the root cause of the incident could not be determined. No design defect has been identified. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.